Event description:
It was reported to boston scientific corporation in 2008, that a speedband supervieew 7 was used during a gastroscopy procedure performed on the same day, (male patient; weight unknown). The gastroscopy was to treat non-bleeding varices. On preoperation of the bander, it was noticed that the mechanism was not mechanically threaded correctly. The bands did not seem to be attached to the distal tip of the clear plastic section. The procedure was able to be completed with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the device manufacture date is unknown. The customer complaint was not confirmed. There were no issues with the way the device was constructed or any issues with the attachment of the bands to the ligator were found. Two issues with the returned device were noted. None of the bands of the ligator properly deployed, and the trip wire was not properly cincheed inside the handle slot. The cause for the bands not deploying properly is due to damage to the teeth of the ligator. The damaged teeth allowed the knots in the deployment thread to pull free from the teeth, which allowed the deployment thread to be pulled from the bands and ligator head without deploying the bands. The root cause for the observed teeth damage could not be determined. The root cause for the trip wire not being cinched into the slot of the handle is user error.

Manufacturer narrative:
Corrected data: should be: on the event date in 2008, was: one day prior to event date - device name update: should be: speedband superview super 7 multiple band ligator was: speedband supervieew 7: should be: speedband superview super 7 multiple band ligator was: speedband supervieew super 7.